Manufacturer narrative:
(B)(6) 2011: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) spoke with the patient's wife on (B)(6) 2011 and obtained the following information: the patient's wife tests the patient twice a day and the patient was managing his glucose with 850 mg of metformin three times a day. The patient's wife alleged that the issue began on (B)(6) 2011 (time unknown). After the alleged issue occurred, the patient's wife confirmed the patient continued with his usual dose of medication and did not test his blood glucose with a secondary/ backup device. On the morning of (B)(6) 2011, the patient's wife corrected and clarified that she contacted the emergency medical services (ems) after discovering the patient was being unresponsive to her repeated attempts to waking him up. The patient's wife indicated the patient obtained a blood glucose result of "35mg/dl" with the ems's meter and clarified that the paramedics administered a glucagon shot and IV fluids. The patient was soon after transported to the emergency room (ER). During the patients time in the ER, the patient's wife stated the patient's blood glucose was tested (results unknown) and the patient was administered a second injection of glucagon. The patient was released from the ER almost four hours later. During troubleshooting, the customer service representative (csr) verified that the patient's wife was using the correct test strip and that the subject meter turns on manually with the power button. The patient's wife denied any trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient's wife claims she was unable to test the patient's blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.